Manufacturer narrative:
This complaint is still under investigation. Device not returned.

Event description:
Revised for swelling and discomfort.

Manufacturer narrative:
The parts and x rays were transferred to MDR for analysis and a report was received stating that this complaint is considered to be out of series. The MDR report and medical records were transferred to bioengineering for review and a report was received stating: based on the information received and the investigation performed, the root cause of the need for revision was undetermined. The customer did not report a device defect other than the duofix femur. It is unlikely that there was a manufacturing fault. A field safety corrective action for duofix femurs was issued on 22 july 2009 after investigation in (B)(4). However, this complaint is considered out of series with an undetermined failure mode. Post market surveillance is per (B)(4). The complaint shall be closed with an undetermined conclusion it will be entered into the complaint database and monitored through trend analysis.